Event description:
A malfunction was reported on the pump by the caller. There was no reported adverse impact to the customer's blood glucose level. Customer received assistance from technical support to reset the pump, and after resetting, the malfunction code did not recur. Customer was advised to continue using the pump and to call back if any issues reappeared, which they understood.